Event description:
While suturing with a mega suture cut needle driver during a robotic nissen fundiplication, one side of the instrument fell off. The instrument tip was retreived by the surgeon. No harm was evident, physical or otherwise.